Manufacturer narrative:
Brand name ; product ID bi71000901: product type: the system was serviced in the field and the medtronic representative (rep) found the ps1 voltage was too low and adjusted it to be in spec to resolve the issue. Codes b01, c13, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would no longer be exposed. Patient presence was unknown. Troubleshooting information was provided. System was not in thingworx for log pulls to determine more information about the issue.